Manufacturer narrative:
Reliability analysis inspected 2 used sensors and performed bicarbonate buffer test. Both sensors passed with accurate readings. Also found both sensors cannula bent. Also 1 of 2 sensors was found cannula split from cannula tubing. Sensor was unable to confirm in said condition due to customer returned opened sensor.

Event description:
The customer reported via phone call of sensor errors. The customer's blood glucose level was 112 mg/dl. The customer stated that he loaded a new sensor in and went to remove the sensor pedestal and the stem stayed in the serter. The sensor was stuck in the pedestal when it was pulled out. The customer stated that the cannula was bent. The customer was advised to remove and change out the sensor. The customer will be sent a replacement sensor.